Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap and cartridge cap were used to complete the investigation. Investigation revealed a cracked battery compartment at the case sealing. The text on the display screen was found to be dim and pinkish. An intermittent condition was found to the cgm module when the pump¿s cover was removed due to a cold solder connection to the gold pin. The vibratory feature of the pump was also found to be not functioning when the pump was powered on due to a misalignment of the vibration motor; the vibratory feature was working after a realignment. Unrelated to the complaint, a review of the cgm history revealed a ¿cs215¿ cgm failure warning on (B)(6) 2014. The pump was able to pair with a test transmitter correctly with no ¿cs215¿ warning or any errors, alarms warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment at the case sealing. The text on the display screen was found to be dim and pinkish. An intermittent condition was found to the cgm module due to a cold solder connection to the gold pin. The vibratory feature of the pump was also found to be not functioning when the pump was powered on due to a misalignment. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.